Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion was located in the left anterior descending artery. The shaft of the 2.5x12mm maverick2 balloon fractured as the device was being withdrawn. The procedure was completed by placing a 2.5x20mm taxus stent. No patient injuries or complications occurred. Patient status is satisfactory. Additional information has been requested and is not available.

Manufacturer narrative:
(B) (4).